Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a fiber-optic module failure. It was later confirmed what the customer experienced was that they had a fiber optic sensor calibration expired message. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to duplicate the issue. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The fse confirmed the fiber-optic sensor on the catheter is automatically calibrated every 2 hours unless the patient's mean arterial pressure is below 65 which this patient's was. The fse instructed the director and biomed and they will educate the end users.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a fiber-optic module failure. The iabp was switched to a cardiosave. No patient harm, serious injury or adverse event was reported.